Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Device data was reviewed, which noted an atrial arrhythmia with rapid ventricular response; however, no out of range measurements were noted, and it was discussed that the device appeared to be operating as programmed. The cause of the patient's syncope was unable to be determined. It was noted the syncope did not correlate with the stored episodes. No actions or interventions were planned. No additional adverse patient effects were reported. The device remains in service.